Event description:
The customer reported during subtraction, the auto b/c led goes out. Then the image is too light and they can't make it darker to see the contrast. No patient injury was reported.

Manufacturer narrative:
(B)(4). The system is operating as intended.